Event description:
On july 2, 1999 safeskin corp was served with the following lawsuit; plaintiff claim alleges the following: latex allergy, immediate-type hypersensitivity reaction to latex, asthma and other severe debillitation related medical impairments.